Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: valve oversizing and geometric factors in structural valve deterioration after pulmonary valve replacement. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "valve oversizing and geometric factors in structural valve deterioration after pulmonary valve replacement", was reviewed. This research article is a retrospective single-center experience to evaluate whether geometric relationships between the implanted pulmonary valve and the right ventricular outflow tract (rvot), particularly in the context of valve oversizing, contribute to structural valve deterioration (svd). The devices included in the study were carpentier-edwards perimount/magna, epic, and inspiris. The article concluded that prosthetic valve angulation relative to the rvot was associated with svd and was closely related to valve over-sizing. Valve-outflow tract geometry, rather than size alone, may influence valve durability. [The primary and corresponding author was takashi kido, department of cardiovascular surgery the university of osaka graduate school of medicine 2-2 yamadaoka, suita, osaka 565-0871, japan, with corresponding e-mail: kido.surg1@osaka-u.ac.jp.] This study included patients with congenital heart disease who underwent pulmonary valve replacement with a bioprosthetic valve in the native rvot from 01 january 1970 to 31 december 2023. A total of 82 patients were included study, of which 23% (19) received an abbott device. The median age was 32 years. The majority gender was male. Comorbidities included transposition of the great arteries, isolated pulmonary stenosis/regurgitation, and other congenital heart diseases.